Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The patient was hospitalized five days after the receipt of this report for an unknown indication; it was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.